Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer stated that calibration and quality controls (qc) had been in range prior to this event. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed a total service call. The cse checked for bleach at reagent 1, dispense 1, acid, base, reagent probes, dispense volumes, wash block dispenses and aspirations, all were satisfactory. The cse ran dark counts without and with 16 cuvettes, which resulted high. The cse ran dark counts with lid up, resulting high and dark counts with lid down, which resulted within specification suggesting light leak. The customer ran controls with lid down, which was successful. The next day, the cse returned to the customer site and replaced the luminometer housing and performed preventive maintenance. The cse adjusted the waste probe calibration and ran dark counts without and with 16 cuvettes with both lid opened and closed which resulted satisfactory. The cse reset test calibrations. The customer ran all calibrations and quality controls, which were acceptable. The cause of the discordant, (B)(6) results on several patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, (B)(6) results were obtained on several patient samples on an advia centaur xp instrument. The discordant results were reported to the physician(s) as initially reactive and with a comment of "referred for confirmation". The samples were repeated on an alternate centaur instrument, resulting (B)(6). The repeated results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) results.